Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without return device analysis, the cause of the reported difficult to remove (anatomy) associated with clip getting caught in the chordae appears to be due to user technique. It appears that the reported tissue injury is a cascading effect of the reported difficult to remove (anatomy). The reported tissue injury as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult clip removal and tissue damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3-4, and weak and morbid leaflets. One clip was successfully deployed on the leaflets. An nt clip was inserted and advanced into the left ventricle (lv). While attempting to reposition, the clip became caught on chordae. The clip was removed from the chordae, but a a chordal rupture and tissue damage on the anterior leaflet were observed. The nt was able to be deployed without further issues. To treat the tissue damage, an additional clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.